Event description:
Reporter received info that the implantable cardioverter defibrillator and lead system were oversensing resulting in non-sustained episodes. Pt has had 11 diverted shocks. New sensing lead and model 0014 lead was implanted with some difficulty because the pt had severe tricuspid regurgitation. Chronic rate-sensing leads were capped.